Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The complaint is confirmed based on the customer¿s attached pictures, which show an alleged ar-8943-16 drill broken in half.

Event description:
No revision is required. There was no procedure delay, and no additional anesthesia was administered.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was provided on 10/08/2024 where it was stated that this event occurred during the surgical procedure. The device broke as the surgeon began to drill.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8943-16 drill bit broke. This occurred during a simple arthroscopy procedure where a fragment remained in the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-8943-16 was received for investigation. Upon visual inspection, the shaft was broken off. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeatedly prying or levering the device during insertion, and extended use in the field. Manufacturing date 2018. Complaint allegation is confirmed.